Manufacturer narrative:
No samples were available for testing/review. A review of the device history and sterility records confirmed the devices from the reported lot met all requirements at time of release. The reporting facility reported the patient had past issues with reaction to suture material. No photos were provided displaying the incision site. No details of the infection or culture results were disclosed identifying the type of infection. A definitive root cause for the reported post-operative infection/reaction to the suture material cannot be confirmed with certainty. As stated in the IFU for the devices, wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abcess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or other/chronic medical conditions, the surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures, inappropriate type of suture used for a particular procedure and/or the patient not following post-operative instructions.

Event description:
A (B)(6) year old patient with past history of ill effects to suture material presented with an infection post-operative a moh's procedure. No test results/culture details were provided to identify type of infection. The infected area was treated with topical antibiotics and oral antibiotics were also administered. Other than this localized infection and singular event, she is a healthy (B)(6) year old. She is on no other medications.